Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (patient's rep) regarding a patient who was implanted with an implantable n eurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had knee replacement surgery yesterday, turned both units off and stimulation systems were turned on after the surgery however patient hadn't been able to void since then. Caller said that patient has had to use a couple of catheters to empty their bladder. When asked, caller said that prior to the surgery patient was still getting at least 50% or greater improvement in bladder retention. Caller said that they were redirected to contact patient's urologist and the urologist's office redirected them to contact the manufacturer. Patient services reviewed therapy information and general programming guidance. Caller and patient to decide whether to increase stimulation or switch programs. Caller and patient to track adjustments and track symptoms. The patient was redirected to their healthcare provider (hcp) to further address if issue didn't resolve after reprogramming. Caller to also consider contacting surgeon's office to review any side effects of any pain medications or antibiotics that patient received.